Manufacturer narrative:
One of the pump assemblies was damaged. The company representative replaced the solenoid driver board. The unit was tested to factory specification. It functioned normally and was returned to the customer.

Event description:
The customer reported that while the unit was in use on a patient, the unit lost power and the screen went blank. The customer did note that the hospital bed was not plugged in to any power. The patient was switched to another unit and therapy was continued. No patient injury was reported.